Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/09/2015 with the following findings: review of the black box data revealed "pump not primed" warning recorded. On investigation, rewind, load and prime steps were successfully performed without alarm. The force sensor was evaluated and found to be within specifications. The pump was exercised for 24 hours without loss of prime. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump's interior components. Investigation did not duplicate the complaint. Unrelated to the origianal complaint, the display was noted to be dim/faded/discolored and the battery compartment was cracked between the bumper pad and the case seal.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. Reportedly, the pump alarmed for loss of prime multiple times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.